Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a low blood glucose event on 16-apr-2026 and was treated with two tablespoons of maple syrup along with a serving of pineapple. It was also noted that the patient had used an expired infusion set, which could have contributed to the low blood glucose event.